Event description:
A report was received that the pt's midline incision site is not heating properly. The physician believes the pt's incision site is not healing due to the pt having diabetes. The physician noted drainage from the midline incision and decided to wash it out. The pt is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the implanted leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.